Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles, also they are experiencing increased wheezing, congestion and often wake up with a dry mouth. Additionally, patient wake up in the middle of the night choking on particles that end up on their tongue. Recently, they have been diagnosed with insomnia. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, the third-party service center concludes that they couldn't confirm the customer's allegation. The device was scrapped. In box d: device serviced by 3rd party? Device available for evaluation? And date returned to manufacturer has been updated. In box h: device evaluation. By manufacturer? Health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.